Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital with a lower than expected pulse rate. Review of their system indicated there was a high out of range pacing impedance measurement of greater than 3000 ohms on the right ventricular (rv) channel. Loss of capture and high thresholds were also noted causing the physician to believe the rv lead may have been fractured on the proximal end. The rv lead was reprogrammed to unipolar mode and remains in service. No adverse patient effects were reported.